Event description:
It was noted a pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. After femoral vein access, transseptal puncture (tsp) was performed and a watchman fxd curve access sheath (was) was advanced into the left atrium (la). A 27mm watchman flx pro delivery system and closure device (wds) was advanced and upon deployment, the physician noted the device perforated the back wall of the laa. The proximal end of the closure device opened to close off the ostium of the laa, but the distal portion of the closure device was pinched and was through the back wall of the laa. The patient began to decompensate. The closure device remained deployed as chest compressions were performed. The physician then released and implanted the closure device and removed the was from the la into the right atrium (ra). Protamine reversal agent medication was given and a pericardiocentesis was performed for the pe that was forming. The patient continued to be unstable. Blood products were transfused, and the patient was moved to the operating room for surgical intervention. A sternotomy was performed, and the laa was noted to be bleeding and was subsequently patched with the closure device remaining in the laa. Bleeding was then discovered in the liver. The sternotomy was closed, and the was was removed from the patient. The stomach was distended which made the abdominal portion of the incision unable to be closed, so a wound vacuum was inserted, and the patient was moved to the intensive care unit (ICU). The patient is in stable condition. The next day post-index surgical procedure, the patient returned to surgery to close the abdominal area incision. The patient remains hospitalized and is expected to fully recover.

Manufacturer narrative:
B5: information added.

Event description:
It was noted a pericardial effusion (pe) and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. After femoral vein access, transseptal puncture (tsp) was performed and a watchman fxd curve access sheath (was) was advanced into the left atrium (la). A 27mm watchman flx pro delivery system and closure device (wds) was advanced and upon deployment, the physician noted the device perforated the back wall of the laa. The proximal end of the closure device opened to close off the ostium of the laa, but the distal portion of the closure device was pinched and was through the back wall of the laa. The patient began to decompensate. The closure device remained deployed as chest compressions were performed. The physician then released and implanted the closure device and removed the was from the la into the right atrium (ra). Protamine reversal agent medication was given and a pericardiocentesis was performed for the pe that was forming. The patient continued to be unstable. Blood products were transfused, and the patient was moved to the operating room for surgical intervention. A sternotomy was performed, and the laa was noted to be bleeding and was subsequently patched with the closure device remaining in the laa. Bleeding was then discovered in the liver. The sternotomy was closed, and the was was removed from the patient. The stomach was distended which made the abdominal portion of the incision unable to be closed, so a wound vacuum was inserted, and the patient was moved to the intensive care unit (ICU). The patient is in stable condition. The next day post-index surgical procedure, the patient returned to surgery to close the abdominal area incision. The patient remains hospitalized and is expected to fully recover. It was further added that the abdominal incision that was performed was due to the bleeding found in the liver. There was a complete seal of the laa by the implanted closure device. The patient is stable and was discharged from the hospital.